Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in wako, japan. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Then, the affected clamp control was replaced with one from a verification machine that was working properly, however the symptoms did not change. Therefore, most likely the issue is due to a defective clamp drive. The unit will be shipped to livanova deutschland for a further investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) gave an error message related to its defectiveness: "the arterial clamp is faulty". The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
Complaints database review pointed out that no further similar event has been submitted for this unit since its installation in 2010. In addition, no concerning trend has been detected for this specific issue. Considering that no part replacement was carried out, it cannot be excluded that the root cause of the reported event could be a temporary bad/loose connection between the clamp control board and the rotor, a false contact or some oxidized electronics on the clamp boards that was likely re-established by the technical activity performed by tssi technicians during contacts cleaning.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. Device was cleaned and disinfected, visual and technical safety inspection performed without issues. After complete preventive maintenance (test run), the error was solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.